Event description:
Xi forcep bipolar jaws were unaligned : a new one had to be opened to complete the procedure. The product had patient contact but no patient harm. Manufacturer response for xi force bipolar, (brand not provided) (per site reporter) emailed report.